Event description:
A user facility reported to olympus that while using the olympus, maj-1430 cable with an olympus, model series 150 scope and the olympus, model cv-190, evis exera iii video system center, an image was not produced. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. Additional evaluation findings are as follows: crack noted on front panel; cable noted to have rust; net spacer found damaged; receptacle noted loose; power switch cracked; thread on top cover noted deformed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the subject device was manufactured before the circuit design of the operational amplifier of patient circuit (dr) board was changed. It was surmised that an image had no output because the operational amplifier malfunctioned. As to the phenomenon "endoscope image is not displayed when the subject device is used with 180 scope", it was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.